Event description:
Customer reported power supply problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ps3 power supply. System operates as intended.